Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The cartridge was reloaded to address the issue and insulin delivery was resumed. Additionally, it was reported that the customer experienced a blood glucose (bg) level displayed as "low." Reportedly the customer recently lost 40 pounds and reduced insulin consumption needs; however, did not make any changes to insulin pump settings. Customer consumed carbohydrates to address bg level. Recommendation was made for the customer to consult with a healthcare provider regarding settings adjustments.